Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.5 ml of juvéderm® voluma¿ with lidocaine in the c6 on each side, 0.5ml of juvéderm® volux¿ in the jw4 on each side, 0.8ml of juvéderm® volux¿ in the jw5 on each side, 0.5 ml of juvéderm® volux¿ in the jw1 on each side and [an unclear quantity] of juvéderm® volux¿ in the c2 on each side. Patient ¿developed an abscess along the jaw line.¿ symptoms are ongoing.